Manufacturer narrative:
(B)(4). This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under 510k number k090757. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01998, 0001825034-2017-01999, 0001825034-2017-02002 and 0001825034-2017-02003.

Event description:
It was reported that the patient alleged experiencing left hip trochanteric muscle pain, lower back pain and decreased function approximately one year post-implantation. No revision has been reported to date. Attempts have been made, but no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as it was determined event was not device nor procedure related. Patient had pre-existing lumbar scoliosis contributing to the condition.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.